Manufacturer narrative:
(B)(4). Knife. The analysis results found that one device was received for evaluation. An (B)(4) partially fired were returned. After further analysis, the knife was noted to have a feature missing that can potentially result in the device locking out. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve procedure, the black load was the first load used. On firing, the blade advanced a couple of mm then stopped. The reload was removed and replaced with a new black reload. Upon firing, the blade advanced for a few mm, stopped momentarily, then continued on to completion but at a very slow pace. This used black load was removed and a new blue reload was installed. This reload acted the same way that the previous reload did, pausing temporarily after a few mm and then continuing fire at a slow rate. At this point, the entire gun was replaced with no additional consequences.